Manufacturer narrative:
Per tandem user guide: "use only the accessories provided with the system to charge your t:slim x2 pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet with a 3rd party usb wall adapter. The cause of the power source alert was not able to be determined as reportedly the issue resolved on its own and the alert cleared. Subsequently, the battery gauge was fluctuating which resulted in the pump shutting down. The customer's blood glucose was 170 mg/dl. The customer continued to use the pump for insulin therapy.